Manufacturer narrative:
(B)(4). Concomitant medical products- vanguard ps femoral component, catalog # 183102, lot # j3714820; biomet cc cruciate tray, catalog # 141232, lot # j3742220; vanguard femoral peg set, catalog # 183099, lot # 033750. Foreign source- (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09708, 0001825034-2018-09710, 0001825034-2018-09758. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that the patient underwent a bilateral knee arthroplasty. Subsequently, the patient is now experiencing severe pain in the right knee. She is also having trouble climbing up stairs. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. X-ray evaluation by the third party found that there is normal appearance of the right knee arthroplasty. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.